Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient age at time of event, weight and ethnicity and race were not provided for reporting. This report is for neutrogena visibly clear light therapy acne mask EU 3574661330617. Device is not distributed in the united states, but is similar to device marketed in the USA ntg light therapy acne mask USA 70501101247. Lot number is not available. UDI # ((B)(4), upc = (B)(4), expiration date= ni, lot number = ni. Device is not expected to be returned for manufacturer review/investigation. Device is not distributed in the united states, but is similar to device marketed in the USA ntg light therapy acne mask USA. Device evaluation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A female consumer of unspecified age reported that she used the neutrogena visibly clear light therapy acne mask EU for an unspecified time, frequency and duration and developed ¿eye migraine¿ at unspecified time and optic neuritis (potentially in (B)(6) 2019). There are no details on the signs and symptoms and progression of the ¿eye migraine¿ and optic neuritis. The consumer stated that she was wearing eye glasses but the indication and type of eye glasses was not provided. The consumer stated that she went to the university hospital but there are no details on the medical consultation including results of any diagnostics done, diagnosis, specific treatments recommended and the outcome. There is also no information on the medical history or any concomitant medications being used.